Manufacturer narrative:
Concomitant medical products and: product ID: 3888-28, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with an im plantable neurostimulator (ins). It was reported that the device always shows out of regulation (oor). The patient has four leads that were implanted for spns. Device settings were 180 micro sec and 40hz. Each lead has one negative and one positive electrode. Trou bleshooting was performed: pulsewidth was increased up to 270 microsec. Due to the fact that lead 4 showed high impedances on one electrode, the configuration was changed. One electrode of lead 4 was programmed against one electrode on lead 3. Oor still occurred when increasing intensity up to 1ma. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from the manufacturer representative reporting that the impedances were 40,000ohms with electrode 9. The cause of the high impedances and oor was unknown. There were no patient symptoms. The action taken to resolve the event was the parameters were changed. No further complications were reported or anticipated.